Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the libre application that would have led to the complaint. The user reported signal loss when attempting to scan their sensor on the libre application. Successfully scanned and received high and low glucose alarm readings and alarm notifications using a similar configuration, and was unable to reproduce the complaint. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a good-known reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message not observed after stimulating signal loss. Issue forwarded to extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, with use with phone application (samsung galaxy note 20 ultra 5g, android os 13, application version 2.8.4.9335). The customer reported that the high/low glucose alarm therefore failed to sound and the customer became cold, was sweating, vomited, and lost consciousness. An ambulance was called and the customer treated with glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, with use with phone application (samsung galaxy note 20 ultra 5g, android os 13, application version 2.8.4.9335). The customer reported that the high/low glucose alarm therefore failed to sound and the customer became cold, was sweating, vomited, and lost consciousness. An ambulance was called and the customer treated with glucagon injection. There was no report of death or permanent injury associated with this event.